Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported when the patient presented to the clinic, the device could not be establish communication with the programmer. The patient was asymptomatic. Communication still failed when using different programmers, wands, and rooms. All ten telemetry tests performed also failed. The device was successfully explanted and replaced. The patient condition was stable after the procedure.